Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of issues with customer's high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 276mg/dl. The customer states they have been treating with manual injections. Troubleshoot was conducted, and the pump was found to be operating as designed. The customer was advised to monitor the device and their blood glucose levels. The customer was advised to call back if issues persist.

Manufacturer narrative:
Additional information was received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call by customer's husband, that the customer continued receiving a no delivery alarm. This has occurred in the past, not enough delivery was being delivered caused high blood glucose over 600mg/dl and treated with manual injection. Customer's husband wanted to troubleshoot the insulin pump, he had tubing clamps available. The insulin pump passed the high pressure test. The customer's husband stated she has received multiple no delivery alarms in one day and changed three times. He stated the insulin is showing that insulin is being delivered when bolus, but nothing is showing in the insulin pump. The bolus history showed her boluses. The reservoir had air bubbles. The husband wants to have insulin pump tested. The insulin pump is being returned for analysis. The customer's current blood glucose was unknown.